Event description:
It was reported that when using the bd pyxis¿ es refrigerator their 5 north pyxis station refrigerator was having issues. It started when they tried to refill syringes into a pocket. When entered into the inventory count, there was no accept button and they were therefore stuck on that screen. They had to reboot the pyxis, and when they recovered the failed storage space, they ran into the same issue. The refrigerator was failed and the pyxis was also having network connection issues the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer reported that while the customer was inventorying the refrigerator, bin 2.1 did not unlock. The fse replaced the irack board and rebooted the refrigerator. The customer then inventoried and recovered the refrigerator. The customer also tested the unit by inventorying the refrigerator and opening and closing the refrigerator door, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.